Manufacturer narrative:
No button response due to corroded keypad traces. No moisture damage found inside the device. It also had a cracked reservoir tube lip and a scratched lcd window.

Event description:
The customer's father reported via phone call that the customer dropped the insulin pump in the ocean. The customer removed the battery and let it dry overnight but when inserting the battery on the day of the call, the buttons were unresponsive. Customer's blood glucose is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.